Manufacturer narrative:
Concomitant medical products: w2dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) epicardial lead exhibited intermittent oversensing and the right ventricular (rv) epicardial lead exhibited intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.